Event description:
It was reported that this patient was referred for a lead revision. At surgery it was reported that the patient had high impedance. The patient's device was disabled. The patient underwent surgery to replace the lead, which resolved the high impedance. The generator was not replaced during the surgery. No further relevant information has been received to date. The suspect product has not been received to date.

Event description:
The suspect product was discarded. No further relevant information has been received to date.